Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple patient samples for a variety of assays when testing the samples in micro cups. When repeated on another analyzer, the results were different. Data was provided for one patient sample that was a reportable malfunction. The initial crep2 creatinine plus ver.2 result was 0.06 mg/dl with a data flag. The sample was repeated and the result was 0.08 mg/dl with a data flag and was reported outside of the laboratory. The result was questioned by the physician and the sample repeated with a result of 2.11 mg/dl. This result was believed to be correct. The patient was not adversely affected. The reagent lot number was 25791001 with an expiration date of 31-mar-2018. The field service representative found there was a damaged sample mechanism and the sample probe was out of adjustment. He replaced the sample mechanism and verified the mechanisms checks were good. He ran precision testing and the customer's qc results were within expectations.